Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record (DHR) review. A product sample was received for evaluation without its original packaging inside a ziploc bag. Sample was received in used conditions with its certificate of safe handling. Visual and functional testing were performed. Visual inspection was performed at a distance of 12 inches under normal lighting to received unit, in order to detect any damage on the cuff or airline. During the visual inspection, it was seen a small hole in the cuff and it was observed that the pilot balloon was cut and the valve was inside the pilot balloon. During the functional testing the samples was leak tested under water and during the test it was found the cuff was leaking. The root cause was related to manufacturing. As a preventive action production personnel were notified by quality engineer as awareness of the defect reported by the customer.

Event description:
It was reported that during pre-test the device cannula was found to be defective. No patient injury was reported.